Manufacturer narrative:
The main component of the system and other applicable components are : product ID 3487a-33, lot # j0225540v, implanted: (B)(6) 2002, product type lead; product ID 3887-33, lot # j0012805v, implanted: (B)(6) 2000, product type lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration and dislodgement. The clinical diagnosis was reported as increase in chronic pain. The implantable neurostimulator (ins) did not cover the areas of pain. It only covered the thoracic region. The device was interrogated and reprogrammed. X-rays of the t-spine showed that the lead position was from t3 ¿ t6. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Interventions included repositioning the lead. The outcome was resolved without sequelae. Relevant medical history included: other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.